Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient developed in-stent restenosis. The patient presented at the time of the index procedure with unstable angina. Angiography revealed the 95% stenosed target lesion was located in the proximal right coronary artery. The lesion measured 20mm in length with a reference diameter of 2.6mm. Direct stenting was performed with placement of a 2.75x24mm taxus element stent; residual stenosis was 0%. The patient was discharged the same day on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with recurrent angina pectoris. Angiography revealed 75% in-stent restenosis of the proximal rca. The patient was scheduled for an elective percutaneous coronary intervention in (B)(6) 2012, 120 days post index procedure. Direct stenting was performed on the 95% focal in-stent restenosed lesion with placement of a 3.0x16mm promus element stent; residual stenosis was 0%. The patient was discharged the same day on aspirin and clopidogrel.